Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they received assistance on other issue and stated also had high blood glucose 450mg/dl. The customer treated it with bolus and declined troubleshooting. The insulin pump will not be returned for analysis.